Event description:
It was reported that during the implant procedure, the physician encountered fibrosis around the svc coil of the prior lead. The right ventricular lead was noted to have high impedance and no capture even with multiple repositions. Another lead was used to complete the procedure. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and no anomalies were found. The helix of the lead had an out of specification analysis result for extension/retraction due to greater than indicated number of turns to extend. Visual analysis of the lead indicated damage at implant. The analyst noted that the lead passed introducer test, the helix was found over the guide tooth. If information is provided in the future, a supplemental report will be issued.